Event description:
It was reported that the right atrial (ra) lead had high no capture at maximum output amplitude. Decreased p-waves were noted and the sensitivity was reprogrammed for continued use of the lead. Subsequently, during the revision procedure, the lead was observed on fluoroscopy to have no slack with a j-shaped lead path in the atrium. The lead was inactivated and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 implantable pacing lead 2009 (B)(6); 694765 implantable tachy lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.